Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a laparoscopic appendectomy, the device wouldn't open after the reload was placed within. A similar device was used to complete the case. No patient consequences were reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Date sent: 02/28/2020. D4: batch # t5dw8c. Device analysis: the ec45a device was received for analysis with no apparent damaged and with an gst45b cartridge reload loaded on the device. The cartridge reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The device opened and closed without any difficulties noted. The partially fired is consistent with an incomplete or interrupted cycle. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.